Event description:
Complainant alleged that the device displayed a "defib fault 72" message and unknown pacing errors. Complainant did not indicate that there was any pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product, and this complaint is still under investigation.